Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were concerns that this implantable cardioverter defibrillator (ICD) had delivered inappropriate therapy due to supraventricular tachycardia (svt). It was noted the device had delivered two shocks. Technical services (ts) explained the different device functions. As this device was replaced the same day due to normal battery depletion, no further actions were taken. No additional adverse patient effects were reported. Additional information was later received in which the patient indicated that they had received 19 shocks while in the emergency room (ER) pending a review of their device status.

Event description:
It was reported that there were concerns that this implantable cardioverter defibrillator (ICD) had delivered inappropriate therapy due to supraventricular tachycardia (svt). It was noted the device had delivered two shocks. Technical services (ts) explained the different device functions. As this device was replaced the same day due to normal battery depletion, no further actions were taken. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were concerns that this implantable cardioverter defibrillator (ICD) had delivered inappropriate therapy due to supraventricular tachycardia (svt). It was noted the device had delivered two shocks. Technical services (ts) explained the different device functions. As this device was replaced the same day due to normal battery depletion, no further actions were taken. No additional adverse patient effects were reported.